Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a powerloc device was returned for evaluation. An initial visual observation of the video showed an attempt to infuse a powerloc infusion set. A leak was observed in needle housing, between the wings of the device. No details of the leak site could be discerned from the video. No use residue was noted on the device but, the safety mechanism had been activated. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported two devices had leakage during infusion. No further information was provided. This report addresses both devices.